Event description:
Caller reported a malfunction on the pump, specifically with a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and instructed the caller on steps to put the pump into storage mode before returning it via ups. The caller opted for multiple daily injections as a backup therapy until the replacement pump was received and acknowledged understanding of the available training for the updated software.